Event description:
The advocate stated the customer tested his blood glucose using his 2 contour meters and received readings of 255 and 122 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. No product will be returned. A replacement meter was sent to the customer.